Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to poor fixation and dislocation. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/20/2008 and 06/02/2008 by mail, fax, and phone. This report was mailed to FDA on: 06/13/2008.